Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec. Cloudy and voids were observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Event description:
Health care professional reported, " right side capsular contracture, baker grade iii". The device has been explanted.

Event description:
Health care professional reported " right side capsular contracture baker grade iii". Healthcare professional later reported that a patient experienced a ¿a thickened right breast capsule was found nd excised. A palpable mass was felt in the upper outer quadrant of the right breast, not device related. Device has been explanted.

Manufacturer narrative:
Initial reporter zip four: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Health care professional reported " right side capsular contracture baker grade iii" . The device remains implanted.